Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Their trial start date was (B)(6) 2024. It was reported that the patient passed out and fell, which caused pain in ribs and ankles from the fall. It was unknown if the issue was resolved. The patient has been in the hospital for the past few days; no other details were known. On (B)(6) 2024, the patient mentioned they were hospitalized for multiple days and they were in pain. The patient could not change programs and their programmer will not communicate with the ens. The patient was advised to contact their clinician's office for further assistance.